Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was found to leak from the left side by tube port and the drain bag seam was not sealed.

Event description:
It was reported that the foley catheter was found to leak from the left side by tube port and the drain bag seam was not sealed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for patient treatment. Visual evaluation of the returned sample noted one opened (with original packaging), used silicone catheter foley. Visual inspection of the sample noted no obvious failure. One silicone foley catheter attached to drainage bag inflated balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leakage at the inlet tubing on the return sample. The device history record review and labeling review was not required as the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.